Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that this issue had happened previously and this complaint was opened to document previous procedure information. The clinical sales representative (csr) called in to report that the field service engineer (fse) needed to replace the right master tool manipulator (mtmr). The surgeon stated that universal surgical manipulator (usm) 4 had been drifting when the head was inside the console. The csr tested it as well and was also able to replicate the issue. The csr stated that usm 3 and usm 4 had some drift. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tested both master tool manipulators (mtms). The mtmr had significant drift downwards. Fe re-calibrated mtmr and the drift issue resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.